Event description:
It was reported that, a bilateral plaintiff underwent a right bhr surgery on an unknown date and was later diagnosed with high chromium cobalt levels on (B)(6) 2022 and also experienced pain. Therefore, a revision surgery was performed on (B)(6) 2023, to exchange the bhr components for an enovis empowr total hip system. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Internal reference number: (B) (4)

Manufacturer narrative:
H3, h6: it was reported that, a bilateral plaintiff underwent a right bhr surgery on an unknown date, and was later diagnosed with high chromium cobalt levels and also experienced pain. Therefore a revision surgery was performed to exchange the bhr components for a total hip system. The patient was transferred to the recovery room in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause could not be determined. A clinical root cause of the elevated metal ions cannot be definitively confirmed. The retroverted acetabular component cannot be ruled out as a contributing factor to the reported pain. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.